Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the power module was confirmed via evaluation of the returned power module patient cable (lot number: 11016053104). The returned patient cable was connected to a test power module/system monitor, a test system controller, and a mock circulatory loop. The supply voltage while connected to the power module was observed to be below the expected voltage, and fluctuated when the patient cable was manipulated by hand. Low voltage alarms were intermittently activated by manipulating the cable due to the low voltage levels, reproducing the reported event. The alarms and low voltage levels did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned patient cable revealed kinks in the cable. The integrity of the internal wires was tested, revealing conductor breakdown of several wires, including the positive and negative power lines. The outer jacket was removed, revealing that the positive and negative power wires were severely kinked and the insulation was torn, exposing the inner conductors. Damage to the power wires would result in the low voltage alarms. The reported event was determined to be caused by damaged power wires in the power module patient cable. The root cause of the wire damage could not be conclusively determined through this analysis; however, the observed kinks may have contributed to the underlying wire damage. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage and no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the power module patient cable. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. This section also explains the importance of protecting the patient cable from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms when connected to the power module. Equipment was inspected and a kink was noted in the middle of the power cable with possible internal damage.